Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t had a water leak in the operation room during a procedure. The device was replaced. The patient temperature was not affected during the replacement. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and detected a detached drain cardioplegia tubing. The detached tube was readjusted in the correct position. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova (B)(4) received pictures about the reported issue. The pictures confirmed that the reported issue was caused by an incorrect holder position